Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Cine review: one (1) fluoroscopic still image of the reported device was provided. In the image, the fully deployed clip and sgc can be visualized. There is no cds in view indicating the image was taken post deployment of the clip and after the cds was removed from the patient. The clip arm angle appears to be ~60°. While this is an estimation based on visual assessment with the naked eye and is not confirmed, it is apparent the clip is opened to a larger degree than the recommended fully closed position (~10° - 20°) per the instructions for use. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided. H6 health effect - impact code 2199 was removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Event description:
This is filed to report the clip opening after deployment. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. After detachment from the clip delivery system (cds), the clip opened from approximately 20 to 40 degrees. An additional mitraclip was placed to stabilize and reduce mr to grade 2-3. There was no clinically significant delay. No additional information was provided.